Event description:
As reported, approximately 1 year and 1 month post the initial left total hip arthroplasty, the patient was revised due to pain and osteolysis. A competitor acetabular augment with bone grafting cement was used with a new vit e exactech liner and head. There were no issues. The hip was stable. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 170-36-00 - biolox delta femoral head 36mm od, +0mm: (B)(6), 118-41-04 - p-series pf plasma h/o collarless sz 4 12/14: (B)(6), 180-01-56 - nv crown cup clstr hole 56mm group 3: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips: (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.